Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-jul-2023. H6: investigation summary one sample model mp5303-c lot 23029080 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. The set was unable to be flushed. Further visual inspection under the microscope showed excess solvent near the female luer tubing bonding. The customer complaint that the set was unable to be flushed was replicated. A device history record review for model mp5303-c lot number 23029080 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: unable to flush fluid through/prime while IV initiation. Was there an injury?: no. Was there a death?: no. Is sample available?: yes. Sample decontaminated?: no.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: unable to flush fluid through/prime while IV initiation. Was there an injury?: no; was there a death?: no; is sample available?: yes; sample decontaminated?: no.